Manufacturer narrative:
There was no button error alarm found. All of the buttons functioned properly; however, the unit had moisture on the keypad. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners.

Event description:
The customer called in to report a button error alarm and an unresponsive keypad. The customer stated they had just come back from a jog when the alarm occurred. The customer's blood glucose level was 88 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.